Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted before patient use. The device had been filled with tazocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14m004 was manufactured between november 03, 2014 ¿ november 04, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, approximately 2.20 square millimeters in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.